Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized last week due to dehydration and a high blood glucose level. The customer may have been hospitalized before. The customer said she was hospitalized because she did not have insulin pump supplies. Customer's blood glucose level was not reported. The device was not returned.